Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 and the patient was re-implanted with a new device during the same surgery. This report filed january 19th, 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made, however; the issue could not be resolved. The implanted device remains.